Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier is scissoring and the clips are not fully advancing. The clips are not fully closing. There was a bile leak and the patient was brought back to repair the leak. One device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.